Event description:
The customer reported multiple failed battery test alarms. The reported blood glucose reading at the time of the call was 293 mg/dl. Troubleshooting was performed and the problem continued. Nothing further was reported.

Manufacturer narrative:
The insulin pump had an intermittent blank display and battery heating up due to a component on the liquid crystal display board puncturing through the isolation tape and making contact with the positive side of the battery tube. Unable to verify the failed battery test alarms due to the intermittent blank display.